Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced high blood glucose event on 22-feb-2026. The blood glucose was high for greater than four hours. The patient got treated with manual correction. No further information available.